Event description:
It was reported that the lead had had a short and was replaced about 7 years prior to the date of this report. The implantable neurostimulator (ins) was replaced at the same time. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 389033, lot # j0454597v, implanted: (B)(6) 2004, product type lead. (B)(4).